Event description:
Trinity revision of the cup, ceramic liner and ceramic head after approximately 1 year and 11 months due to too much anteversion of the cup. Please note: the biolox delta ceramic liner associated with this event report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.

Manufacturer narrative:
(B)(4) final report. Additional information including post primary and pre revision x-rays, operative notes, patient medical history, an update on the patient post revision and whether the anteversion of the cup had caused any issues for the patient was requested in order to progres with the investigation of this event, however, not all could be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing recordshave been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and it has been concluded that the root cause of the reported clicking and subsequent revision was due to the positioning of the cup during primary surgery and thus this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes, patient medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, ceramic liner and ceramic head after approximately 1 year and 11 months due to too much anteversion of the cup.